Event description:
Customer inserted a biosure-ha screw that protruded a little bit out of the top of the tibia. The doctor was wondering if it would be ok to leave it. Sales rep. Confirmed that the screw was found proud a few mm's into the joint.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)